Manufacturer narrative:
(B)(4). Evaluation: the sample was not returned to baxter for evaluation due to the cytotoxicity of the fluids contained within the sample. A photo of the sample was sent to baxter for a visual evaluation. Based on the photo evaluation, the customers reported condition of "ruptured reservoir" was confirmed. The root cause of this issue cannot be determined. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device had ruptured during filling. According to the reporter, the device was being filled with 5-fu when the reservoir had split open. No patient injury or medical intervention was reported. No additional information is available.